Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit failed all manifold tests. There was no patient involvement reported.

Manufacturer narrative:
E. Initial reporter. Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.